Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: n/a, upn: m365sc3138350, model: sc-3138-35, serial: (B)(6), batch: 7080997.

Event description:
It was reported that during the second stage procedure to implant the implantable pulse generator (ipg), the physician found the connector of the lead extension bent with the lead connector inside. The lead could not be removed from the extension as it was bent so hard that the part between contacts 3 and 4 had a bump on the connector of the lead. The physician suspected that there was strong tension on the cable/extension outside the body prior to the procedure that may have caused the bend. The lead and lead extension were removed, a new lead was successfully connected to the ipg. There were no reported complications postoperatively.